Event description:
The universal high torque drill was sent for service and the device overheated during the quality inspection. There was no patient involvement and no adverse consequences associated with the device.